Event description:
Kmi has recently received info and proceeded to investigate explant of a wrist fusion system (spider plate and screws) from a male pt which had taken place in 2004, by dr. The explant was performed to address pain. The original implant date was reported as approximately 5 months previously (2003). A product report was initiated in compliance with kmi's corrective/preventive action system. A failure investigation was conducted; first, to determine whether this incident was reportable under the medical device reporting regulation, and to determine if possible, the root-cause of the problem and prescribe a corrective action, if required.

Manufacturer narrative:
Identifying the root cause: the pt had undergone four-corner arthrodesis to address highly symptomatic slac wrist condition in 2003. Following initially good therapeutic progress and radiographic healing noted, the pt reported pain in 2004. X-rays revealed one of the wrist fusion system bone screws had broken. It was the physician's opinion that "the pt's arthrodesis was not solid and that the hardware had failed due to motion to the failed arthrodesis site" (health center memo dated june 14, 2004). The four-corner fusion of the carpal bones had not occurred, which typically implies the candidate was not a good candidate for this procedure owing to poor bone density, though other factors such a site selection or technique may also have effected or contributed to this outcome. While the attending physician dr. Was not available for direct contact for detailed info, kmi was able to procure detailed hospital records relating to this case. No components were returned to kmi for evaluation, but photographs of the broken screw were. The subject bone screw lot file was researched; no deficiencies, deviations or non-conformities were recorded. Corrective/preventive action planned: given the attending physician's stated opinion that the root cause of the pain was a broken screw that in turn was the result of a shift in plate/screw positioning, no corrective or preventive actions are recommended. It should be noted that kmi specifically contra-indicates the use of this system where disease of the extremities may compromise its effectiveness. Post-market surveillance: post-market surveillance of the spider wrist fusion system will continue. All sources of product info will be taken into consideration, reviewed by kmi management, and employed to facilitate improvements and ensure the safety and efficacy of this implant system.